Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported the clips kept falling out of a medium-large clip applier instrument. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and no visible damage or misalignment was observed. The issue occurred while the surgeon attempted to clamp on a vessel. The surgeon reported that clips fell out of the medium-large clip applier instrument before successful application could occur. Two medium-large titanium clips fell inside the patient and were able to be retrieved using a laparoscopic instrument. The issue occurred on the first and second clip application. The target vessel was within the recommended size range. The team discontinued use of the initial medium-large clip applier instrument and switched to a backup instrument, which functioned properly. No photos or videos are available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the medium-large clip applier instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The small clip applier instrument was analyzed and found to have one 1 severely bent grip, causing misalignment of the grip-tips. There was a 1.29mm offset at the tips. A clip can be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage.

Event description:
Refer to h11 for follow-up information.